Event description:
Reported dur to pseudoaneurysm requiring surgical intervention. The physician attempted closure of an arteriotomy site following a diagnostic procedure with a perclose proglide device. The procedure was a follow-up angiogram to a cerebral clipping that was performed "a few days before." Reportedly, the physician did not have any issues with insertion, deployment or removal of the device. While trying to advance the knot, the suture pulled through the artery. Manual compression was used in an attempt to achieve hemostasis, "but the patient was moving around a lot." Hemostasis was achieved and the patient was sent for an ultrasound of the groin. The ultrasound was positive for a 6.8cm x 4.5cm x 6.8cm pseudoaneurysm. The patient was transferred to surgery for repair of the artery and then admitted back to the floor. The patient's hospitalization was not a result of the incident that occurred. The current condition of the patient is unknown.